Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted. No moisture damage on electronics and motor assembly noted. Device meets specification: no.

Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump exposed to moisture, alarmed battery-out limit, and had unresponsive buttons. The customer was assisted with battery out limit troubleshooting. The customer¿s blood glucose level was 176mg/dl at the time of the incident. The customer stated that they took the insulin pump to a pool and when they got out, it alarmed battery out limit. The customer also stated that the insulin pump alarmed even after a battery change and was alarming during the call. The customer could not be assisted with clearing the alarm due to unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the esc and act buttons were unresponsive. Customer stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.